Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the basket was in a close position and the tip was intact. The sheath was buckled in multiple locations and the side car-rx presents pushback out of specification. Functional evaluation found the basket would not open due to the failure sheath buckled. When the handle was actuated, the sheath moved in the buckled sections instead of opening the basket. The evaluation concluded that during the preparation, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and sheath buckled. Based on the information available, it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, a functional test was performed and it was found that the basket would not fully open. Another trapezoid¿ rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; side car-rx pushback.